Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this tachy lead exhibited high pacing threshold. The lead was repositioned and remained in service. No additional adverse patient effects were reported.